Manufacturer narrative:
All available information was investigated, and the reported leaking gripper levers was confirmed via device analysis. Additionally, the polyimide tube to lever bond was observed to be loose. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported leaking gripper lever was due to the observed loose polyimide tube to lever bond. The investigation determined the observed loose polyimide tube to lever bond to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and placed on the mitral valve. During deployment, while removing the lock line, flush was coming out of the base of the grippers. The clip was able to be deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and placed on the mitral valve. During deployment, while removing the lock line, flush was coming out of the base of the grippers. The clip was able to be deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.